Event description:
It was reported that the 9800 system intermittently had no video during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The video controller board and image processor board were replaced during the service call. The system was tested and found to be working as intended and put back into service.